Event description:
Boston scientific received information that the patient had been in the hospital due to an unspecified reason. The device had been pacing at 60 beats per minute (bpm), however it was later noted that the patient was in a junctional rhythm at 45 bpm and no pacing was observed. Attempts to interrogate the device were made however were unsuccessful. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient has not been scheduled for device change out due to non-cardiac related reasons. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was later explanted. No further information related to the change out procedure was available. No adverse patient effects were reported.